Event description:
As the surgeon was performing shoulder arthroscopy, the 4mm shaver blade he was using expelled pieces of metal. ====================== health professional's impression======================the surgeon felt that the problem was due to re-processing of the blade by ascent healthcare solutions.